Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the pump lost power without warning resulting in a blood glucose of hi on the meter (over 600 mg/dl). The reporter indicated that the pump rebooted with a new battery and the patient was given a correction bolus which resolved blood glucose levels. The reporter stated that the pump did not alarm for replace battery prior to turning off. The reporter indicated that there was no known damage to the battery cap or pump. This report is made based on the allegation that the patient experienced hyperglycemia related to a power issue on the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.